Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached an unknown level. The patient reportedly lost the controller and immediately went to her backup method of insulin. Symptoms reported include bronchitis, and pleurisy. The patient was treated with IV (intravenous) fluids, insulin, and tylenol for pain. The patient was also prescribed lantus (28 units). The patient was released three days later.